Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl and diabetic ketoacidosis. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. Infusion set information was not provided. Additionally, customer believes they forgot to take the needle cover off of the infusion set needle. In addition, customer was experiencing an urinary tract infection, and heart palpitations which customer believes contributed to the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.